Manufacturer narrative:
This complaint is still under investigation. Globus will provide a supplemental report with the results of this investigation once it has been completed.

Event description:
It was reported the patient fell on (B)(6) 2014. X-ray revealed loosening of metalware. Revision surgery was performed (B)(6) 2014 to stabilize the spine from l4-s1. Upon revision broken screws were found in both s1 pedicles.